Manufacturer narrative:
A visual evaluation of the returned device found that the stent had some blackened areas, the most proximal section of the stent was broken, including the barb, the stent was also deformed. Based on the information received and product analysis, most likely some anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. Per complaint information the customer used snare to remove the stent and the stent broke off. Using a snare is a standard biliary stent removal technique. The damage found on the stent is typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can cause the stent breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic sphincterotomy procedure in the common bile duct performed on (B)(6) 2017. On (B)(6) 2016 the advanix¿ biliary stent was implanted with no issues reported. According to the complainant, during the removal procedure performed on (B)(6) 2017, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with a snare, the stent was ¿cut down¿ by the snare, requiring the physician to remove the broken piece of the stent from the patient. The entire device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of "stent broken." The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic sphincterotomy procedure in the common bile duct performed on (B)(6) 2017. On (B)(6) 2016 the advanix¿ biliary stent was implanted with no issues reported. According to the complainant, during the removal procedure performed on (B)(6) 2017, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with a snare, the stent was ¿cut down¿ by the snare, requiring the physician to remove the broken piece of the stent from the patient. The entire device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.